Manufacturer narrative:
E1: phone: (B)(6). Postal: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral angioplasty procedure, an advance 35 lp low profile balloon catheter¿s balloon ruptured. A cook 6-french balkin sheath was used during the procedure. Reportedly, the balloon was used at the superficial femoral artery bifurcation for embolization. An unspecified inflation device was used to inflate the balloon one time, to six-to-eight atmospheres; however, a pinpoint rupture was noted, and blood was noted in the inflation device. The balloon catheter was removed through the sheath, and the device was replaced with a cook 6x40-millimeter balloon to continue the procedure. The balloon was not inflated within a stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Correction: d9 summary of event: as reported, during a peripheral angioplasty procedure, an advance 35 lp low profile balloon catheter¿s balloon ruptured. A cook 6-french balkin sheath was used during the procedure. Reportedly, the balloon was used at the superficial femoral artery bifurcation for embolization. An unspecified inflation device was used to inflate the balloon one time, to six-to-eight atmospheres; however, a pinpoint rupture was noted, and blood was noted in the inflation device. The balloon catheter was removed through the sheath, and the device was replaced with a cook 6x40-millimeter balloon to continue the procedure. The balloon was not inflated within a stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found on either the complaint lot or component lot, and there have been no other reported relevant complaints for this lot number. Cook also reviewed the product labeling, including the instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and DHR suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.